Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035594) on 09-may-2014. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("concerned if the coils had shifted because she felt stabbing pains / chronic pelvic pain/pain"), uterine haemorrhage ("the emergency room gave medicine to stop the uterine bleeding"), urinary retention ("I can't get all my pee out when using the restroom") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 in (B)(6) 2012, parity 3, overweight and anemia. Concomitant products included paracetamol + diphenhydramine (midol pm) for cramp in lower abdomen and thomapyrin n (excedrin migraine) for migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), urinary retention (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding for 2 weeks/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain upper ("stomach pains/ stomach aches in my sides"), pain in extremity ("leg pains/leg pain"), abdominal pain lower ("cramping"), pyrexia ("fevers"), hot flush ("hot flashes, heat flushes"), abdominal pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pain in her belly button and a little above it"), pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pains, heavy pains in her sides/ feeling lime - she is going to pass out having to sit down because her sides hurt so bad it hurts to walk/feel stabbing pains at time when I ben"), dyspareunia ("I can't have sex,it hurts my side and lower back/dyspareunia (painful sexual intercourse)"), menorrhagia ("blood clots during my periods /excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), iron deficiency anaemia ("anemia - I can't keep iron"), migraine ("bad migraines, migraines every other day/migraines / headaches"), back pain ("dull backaches / back pain/ her lower back hurts so badly"), weight increased ("gain 10 pounds in a month, still no results in weight loss/weight gain"), weight loss poor ("gain 10 pounds in a month, still no results in weight loss"), vulvovaginal pain ("vagina hurts and feels like its going to fall out"), breast pain ("boob pain"), vision blurred ("changes in color - blurred vision"), metrorrhagia ("spotting between periods"), alopecia ("hair falling out/hair loss"), dizziness ("dizziness"), fatigue ("fatigue plain out exhaustion/fatigue"), feeling abnormal ("memory fog as if she was pregnant"), musculoskeletal pain ("shoulder pain like she tore a muscle"), dry skin ("dry skin"), hypertrichosis ("hair body hair growth off the charts"), skin striae ("stretch marks from being bloated"), feeling cold ("cold flashes"), skin odour abnormal ("body odor changes in under arm perspiration"), umbilical discharge ("clear stinky discharge from her belly button"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), anorgasmia ("could not have an orgasm so another reason, basically given up sex with her fiance"), headache ("headaches, headaches low grade levels/migraines / headaches"), irritability ("irritability"), hypersomnia ("she sleeps for 12 hours a day when she is on her period"), muscle spasms ("back spasms"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen (advil) and surgery (on (B)(6) 2016, plantiff underwent bilateral salpingectomy.). At the time of the report, the pelvic pain, uterine haemorrhage, urinary retention, vaginal haemorrhage, abdominal pain upper, pain in extremity, abdominal pain lower, pyrexia, hot flush, abdominal pain, pain, dyspareunia, menorrhagia, iron deficiency anaemia, migraine, back pain, vulvovaginal pain, breast pain, vision blurred, metrorrhagia, alopecia, dizziness, fatigue, feeling abnormal, musculoskeletal pain, dry skin, hypertrichosis, skin striae, feeling cold, skin odour abnormal, umbilical discharge, depression, anxiety, nausea, anorgasmia, headache, irritability, hypersomnia, muscle spasms, mood swings and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, breast pain, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling cold, genital haemorrhage, headache, hot flush, hypersomnia, hypertrichosis, iron deficiency anaemia, irritability, menorrhagia, metrorrhagia, migraine, mood swings, muscle spasms, musculoskeletal pain, nausea, pain, pain in extremity, pelvic pain, pyrexia, skin odour abnormal, skin striae, umbilical discharge, urinary retention, uterine haemorrhage, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed satisfactory placement of both essure co . (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure0 coils and full occlusion of both tubes. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer or physician is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: new event added- dysmenorrhea (cramping). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metallic coil devices embedded within proximal end of both fallopian tube/ tightly embeds within both the proximal tubes"), pelvic pain ("concerned if the coils had shifted because she felt stabbing pains / chronic pelvic pain/pain"), uterine haemorrhage ("the emergency room gave medicine to stop the uterine bleeding"), urinary retention ("I can't get all my pee out when using the restroom") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have the confirmatory hsg". The patient's past medical history included parity 3 in (B)(6) 2012, parity 3, overweight and anemia. Concurrent conditions included dysmenorrhea, ex-smoker and drug allergy (allergies: amoxicillin, codeine, hydrocodone, norco, phenergan, red dye, sulfa (sulfonamide antibiotics)). Concomitant products included paracetamol + diphenhydramine (midol pm) for cramp in lower abdomen and thomapyrin n (excedrin migraine) for migraine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device, pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage, urinary retention and genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding for 2 weeks/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain upper ("stomach pains/ stomach aches in my sides"), pain in extremity ("leg pains/leg pain"), abdominal pain lower ("cramping"), pyrexia ("fevers"), hot flush ("hot flashes, heat flushes"), abdominal pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pain in her belly button and a little above it"), pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pains, heavy pains in her sides/ feeling lime - she is going to pass out having to sit down because her sides hurt so bad it hurts to walk/feel stabbing pains at time when I ben"), dyspareunia ("I can't have sex,it hurts my side and lower back/dyspareunia (painful sexual intercourse)"), menorrhagia ("blood clots during my periods /excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), iron deficiency anaemia ("anemia - I can't keep iron"), migraine ("bad migraines, migraines every other day/migraines / headaches"), back pain ("dull backaches / back pain/ her lower back hurts so badly"), weight increased ("gain 10 pounds in a month, still no results in weight loss/weight gain"), weight loss poor ("gain 10 pounds in a month, still no results in weight loss"), vulvovaginal pain ("vagina hurts and feels like its going to fall out"), breast pain ("boob pain"), vision blurred ("changes in color - blurred vision"), metrorrhagia ("spotting between periods"), alopecia ("hair falling out/hair loss"), dizziness ("dizziness"), fatigue ("fatigue plain out exhaustion/fatigue"), feeling abnormal ("memory fog as if she was pregnant"), musculoskeletal pain ("shoulder pain like she tore a muscle"), dry skin ("dry skin"), hypertrichosis ("hair body hair growth off the charts"), skin striae ("stretch marks from being bloated"), feeling cold ("cold flashes"), skin odour abnormal ("body odor changes in under arm perspiration"), umbilical discharge ("clear stinky discharge from her belly button"), depression ("depression"), anxiety ("anxiety"), nausea ("nausea"), anorgasmia ("could not have an orgasm so another reason, basically given up sex with her fiance"), headache ("headaches, headaches low grade levels/migraines / headaches"), irritability ("irritability"), hypersomnia ("she sleeps for 12 hours a day when she is on her period"), muscle spasms ("back spasms"), mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ibuprofen (advil), surgery (plantiff underwent bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, uterine haemorrhage, urinary retention, vaginal haemorrhage, abdominal pain upper, pain in extremity, abdominal pain lower, pyrexia, hot flush, abdominal pain, pain, dyspareunia, menorrhagia, iron deficiency anaemia, migraine, back pain, vulvovaginal pain, breast pain, vision blurred, metrorrhagia, alopecia, dizziness, fatigue, feeling abnormal, musculoskeletal pain, dry skin, hypertrichosis, skin striae, feeling cold, skin odour abnormal, umbilical discharge, depression, anxiety, nausea, anorgasmia, headache, irritability, hypersomnia, muscle spasms, mood swings and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, breast pain, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, feeling cold, genital haemorrhage, headache, hot flush, hypersomnia, hypertrichosis, iron deficiency anaemia, irritability, menorrhagia, metrorrhagia, migraine, mood swings, muscle spasms, musculoskeletal pain, nausea, pain, pain in extremity, pelvic pain, pyrexia, skin odour abnormal, skin striae, umbilical discharge, urinary retention, uterine haemorrhage, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 3 . 2nd device loaded through operating channel of hysteroscope, and inserted into the r tubal calla. Trailing coils in uterus: 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: confirmed satisfactory placement of both essure coil and full occlusion of both tubes. (B)(6) 2016 - ultrasound, pelvic transvaginal - findings - the bowel gas pattern is nonspecific. No evidence of obstruction. No abnormal calcifications are noted. No free air is seen. The osseous structures are unremarkable. The lung bases are clear. There is a small amount of retained stool in the upper right colon. Bilateral essure implants are noted in a similar configuration in the left and right side of the pelvis. Impression - normal radiographic exam of the abdomen. Concerning the injuries reported in this case, the following one were reported via medical record confirming events abnormal vaginal bleeding, pelvic pain quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer or physician is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record- all relevant medical history, concurrent condition and concomitant medication added. Events embedded device and she did not have the confirmatory hsg was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035594) on 09-may-2014. The most recent information was received on 20-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil devices embedded within proximal end of both fallopian tube/ tightly embeds within both the proximal tubes'), pelvic pain ('concerned if the coils had shifted because she felt stabbing pains / chronic pelvic pain/pain'), uterine haemorrhage ('the emergency room gave medicine to stop the uterine bleeding'), urinary retention ('I can't get all my pee out when using the restroom') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have the confirmatory hsg". The patient's medical history included parity (B)(6) 2012, parity 3, overweight and anemia. Previously administered products included for an unreported indication: iron. Concurrent conditions included dysmenorrhea, ex-smoker and drug allergy (allergies: amoxicillin, codeine, hydrocodone, norco, phenergan, red dye, sulfa (sulfonamide antibiotics)). Concomitant products included paracetamol + diphenhydramine (midol pm) for cramp in lower abdomen and acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) for migraine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding for 2 weeks/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("blood clots during my periods /excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("bad migraines, migraines every other day/migraines / headaches"), nausea ("nausea"), headache ("headaches, headaches low grade levels/migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair falling out/hair loss") and fatigue ("fatigue plain out exhaustion/fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("I can't have sex,it hurts my side and lower back/dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("gain 10 pounds in a month, still no results in weight loss/weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), urinary retention (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pains/ stomach aches in my sides"), pain in extremity ("leg pains/leg pain"), abdominal pain lower ("cramping"), pyrexia ("fevers"), hot flush ("hot flashes, heat flushes"), abdominal pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pain in her belly button and a little above it"), pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pains, heavy pains in her sides/ feeling lime - she is going to pass out having to sit down because her sides hurt so bad it hurts to walk/feel stabbing pains at time when I ben"), iron deficiency anaemia ("anemia - I can't keep iron/ other injury(ies) or complication(s) please describe: anemia"), back pain ("dull backaches / back pain/ her lower back hurts so badly"), weight loss poor ("gain 10 pounds in a month, still no results in weight loss"), vulvovaginal pain ("vagina hurts and feels like its going to fall out"), breast pain ("boob pain"), vision blurred ("changes in color - blurred vision"), metrorrhagia ("spotting between periods"), dizziness ("dizziness"), feeling abnormal ("memory fog as if she was pregnant"), musculoskeletal pain ("shoulder pain like she tore a muscle"), dry skin ("dry skin"), hypertrichosis ("hair body hair growth off the charts"), skin striae ("stretch marks from being bloated"), feeling cold ("cold flashes"), skin odour abnormal ("body odor changes in under arm perspiration"), umbilical discharge ("clear stinky discharge from her belly button"), depression ("depression"), anxiety ("anxiety"), anorgasmia ("could not have an orgasm so another reason, basically given up sex with her fiance"), irritability ("irritability"), hypersomnia ("she sleeps for 12 hours a day when she is on her period"), muscle spasms ("back spasms") and mood swings ("mood swings"). The patient was treated with biotin, bismuth subsalicylate (pepto bismol), caffeine, ibuprofen, ibuprofen (advil), midazolam (midolam) and surgery (on (B)(6) 2016, plaintiff underwent bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, uterine haemorrhage, urinary retention, vaginal haemorrhage, abdominal pain upper, pain in extremity, abdominal pain lower, pyrexia, hot flush, abdominal pain, pain, dyspareunia, menorrhagia, iron deficiency anaemia, migraine, back pain, vulvovaginal pain, breast pain, vision blurred, metrorrhagia, alopecia, dizziness, fatigue, feeling abnormal, musculoskeletal pain, dry skin, hypertrichosis, skin striae, feeling cold, skin odour abnormal, umbilical discharge, depression, anxiety, nausea, anorgasmia, headache, irritability, hypersomnia, muscle spasms, mood swings, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, back pain, breast pain, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, feeling cold, genital haemorrhage, headache, hot flush, hypersomnia, hypertrichosis, iron deficiency anaemia, irritability, menorrhagia, metrorrhagia, migraine, mood swings, muscle spasms, musculoskeletal pain, nausea, pain, pain in extremity, pelvic pain, pyrexia, skin odour abnormal, skin striae, umbilical discharge, urinary retention, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 3 . 2nd device loaded through operating channel of hysteroscope, and inserted into the r tubal calla. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed satisfactory placement of both essure co; on (B)(6) 2013: total bilateral occlusion. On (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure0 coils and full occlusion of both tubes. On (B)(6) 2016 - ultrasound, pelvic transvaginal - findings - the bowel gas pattern is nonspecific. No evidence of obstruction. No abnormal calcifications are noted. No free air is seen. The osseous structures are unremarkable. The lung bases are clear. There is a small amount of retained stool in the upper right colon. Bilateral essure implants are noted in a similar configuration in the left and right side of the pelvis. Impression - normal radiographic exam of the abdomen. Concerning the injuries reported in this case, the following one were reported via medical record confirming events abnormal vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Was no event reported which indicates a new technical failure mode for the device. Medical assessment : no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer or physician is not possible. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received:- reporter information was added. New event vaginal discharge and treatment drugs, lab report was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5035594) on 09-may-2014. The most recent information was received on 04-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil devices embedded within proximal end of both fallopian tube/ tightly embeds within both the proximal tubes'), pelvic pain ('concerned if the coils had shifted because she felt stabbing pains / chronic pelvic pain/pain'), uterine haemorrhage ('the emergency room gave medicine to stop the uterine bleeding') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have the confirmatory hsg". The patient's medical history included parity 3 in (B)(6) 2012, parity 3, overweight, anemia, pelvic pain female and menorrhagia. Previously administered products included for an unreported indication: iron. Concurrent conditions included dysmenorrhea, ex-smoker and drug allergy (allergies: amoxicillin, codeine, hydrocodone, norco, phenergan, red dye, sulfa (sulfonamide antibiotics)). Concomitant products included paracetamol + diphenhydramine (midol pm) for cramp in lower abdomen and acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) for migraine. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding for 2 weeks/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("blood clots during my periods /excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("bad migraines, migraines every other day/migraines / headaches"), nausea ("nausea"), headache ("headaches, headaches low grade levels/migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair falling out/hair loss") and fatigue ("fatigue plain out exhaustion/fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("I can't have sex,it hurts my side and lower back/dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("gain 10 pounds in a month, still no results in weight loss/weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), urinary retention ("I can't get all my pee out when using the restroom"), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pains/ stomach aches in my sides"), pain in extremity ("leg pains/leg pain"), abdominal pain lower ("cramping"), pyrexia ("fevers"), hot flush ("hot flashes, heat flushes"), abdominal pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pain in her belly button and a little above it"), pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pains, heavy pains in her sides/ feeling lime - she is going to pass out having to sit down because her sides hurt so bad it hurts to walk/feel stabbing pains at time when I ben"), iron deficiency anaemia ("anemia - I can't keep iron/ other injury(ies) or complication(s) please describe: anemia"), back pain ("dull backaches / back pain/ her lower back hurts so badly"), weight loss poor ("gain 10 pounds in a month, still no results in weight loss"), vulvovaginal pain ("vagina hurts and feels like its going to fall out"), breast pain ("boob pain"), vision blurred ("changes in color - blurred vision"), intermenstrual bleeding ("spotting between periods"), dizziness ("dizziness"), feeling abnormal ("memory fog as if she was pregnant"), arthralgia ("shoulder pain like she tore a muscle"), dry skin ("dry skin"), hypertrichosis ("hair body hair growth off the charts"), skin striae ("stretch marks from being bloated"), feeling cold ("cold flashes"), skin odour abnormal ("body odor changes in under arm perspiration"), umbilical discharge ("clear stinky discharge from her belly button"), depression ("depression"), anxiety ("anxiety"), anorgasmia ("could not have an orgasm so another reason, basically given up sex with her fiance"), irritability ("irritability"), hypersomnia ("she sleeps for 12 hours a day when she is on her period"), muscle spasms ("back spasms") and mood swings ("mood swings"). The patient was treated with biotin, bismuth subsalicylate (pepto bismol), caffeine, ibuprofen, ibuprofen (advil), midazolam (midolam) and surgery (on (B)(6) 2016, plantiff underwent bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, uterine haemorrhage, urinary retention, vaginal haemorrhage, abdominal pain upper, pain in extremity, abdominal pain lower, pyrexia, hot flush, abdominal pain, pain, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, migraine, back pain, vulvovaginal pain, breast pain, vision blurred, intermenstrual bleeding, alopecia, dizziness, fatigue, feeling abnormal, arthralgia, dry skin, hypertrichosis, skin striae, feeling cold, skin odour abnormal, umbilical discharge, depression, anxiety, nausea, anorgasmia, headache, irritability, hypersomnia, muscle spasms, mood swings, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, feeling cold, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersomnia, hypertrichosis, intermenstrual bleeding, iron deficiency anaemia, irritability, migraine, mood swings, muscle spasms, nausea, pain, pain in extremity, pelvic pain, pyrexia, skin odour abnormal, skin striae, umbilical discharge, urinary retention, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 3. 2nd device loaded through operating channel of hysteroscope, and inserted into the r tubal calla. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed satisfactory placement of both essure co; on (B)(6) 2013: total bilateral occlusion. (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure0 coils and full occlusion of both tubes. (B)(6) 2016- ultrasound, pelvic transvaginal - findings - the bowel gas pattern is nonspecific. No evidence of obstruction. No abnormal calcifications are noted. No free air is seen. The osseous structures are unremarkable. The lung bases are clear. There is a small amount of retained stool in the upper right colon. Bilateral essure implants are noted in a similar configuration in the left and right side of the pelvis. Impression- normal radiographic exam of the abdomen. Concerning the injuries reported in this case, the following one were reported via medical record confirming events abnormal vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the consumer or physician is not possible. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: medical history, reporter information were added.fu marked significant due to harmonization of FDA/imdrf code error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil devices embedded within proximal end of both fallopian tube/ tightly embeds within both the proximal tubes'), pelvic pain ('concerned if the coils had shifted because she felt stabbing pains / chronic pelvic pain/pain'), uterine haemorrhage ('the emergency room gave medicine to stop the uterine bleeding') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have the confirmatory hsg". The patient's medical history included parity 3 in (B)(6) 2012, parity 3, overweight, anemia, pelvic pain female and menorrhagia. Previously administered products included for an unreported indication: iron. Concurrent conditions included dysmenorrhea, ex-smoker and drug allergy (allergies: amoxicillin, codeine, hydrocodone, norco, phenergan, red dye, sulfa (sulfonamide antibiotics)). Concomitant products included paracetamol + diphenhydramine (midol pm) for cramp in lower abdomen and acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) for migraine. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding for 2 weeks/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("blood clots during my periods /excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), migraine ("bad migraines, migraines every other day/migraines / headaches"), nausea ("nausea"), headache ("headaches, headaches low grade levels/migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced alopecia ("hair falling out/hair loss") and fatigue ("fatigue plain out exhaustion/fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("I can't have sex,it hurts my side and lower back/dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have weight increased ("gain 10 pounds in a month, still no results in weight loss/weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), urinary retention ("I can't get all my pee out when using the restroom"), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pains/ stomach aches in my sides"), pain in extremity ("leg pains/leg pain"), abdominal pain lower ("cramping"), pyrexia ("fevers"), hot flush ("hot flashes, heat flushes"), abdominal pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pain in her belly button and a little above it"), pain ("abdominal pain like sharp shooting pains down my legs and up my stomach/ pains, heavy pains in her sides/ feeling lime - she is going to pass out having to sit down because her sides hurt so bad it hurts to walk/feel stabbing pains at time when I ben"), iron deficiency anaemia ("anemia - I can't keep iron/ other injury(ies) or complication(s) please describe: anemia"), back pain ("dull backaches / back pain/ her lower back hurts so badly"), weight loss poor ("gain 10 pounds in a month, still no results in weight loss"), vulvovaginal pain ("vagina hurts and feels like its going to fall out"), breast pain ("boob pain"), vision blurred ("changes in color - blurred vision"), intermenstrual bleeding ("spotting between periods"), dizziness ("dizziness"), feeling abnormal ("memory fog as if she was pregnant"), arthralgia ("shoulder pain like she tore a muscle"), dry skin ("dry skin"), hypertrichosis ("hair body hair growth off the charts"), skin striae ("stretch marks from being bloated"), feeling cold ("cold flashes"), skin odour abnormal ("body odor changes in under arm perspiration"), umbilical discharge ("clear stinky discharge from her belly button"), depression ("depression"), anxiety ("anxiety"), anorgasmia ("could not have an orgasm so another reason, basically given up sex with her fiance"), irritability ("irritability"), hypersomnia ("she sleeps for 12 hours a day when she is on her period"), muscle spasms ("back spasms") and mood swings ("mood swings"). The patient was treated with biotin, bismuth subsalicylate (pepto bismol), caffeine, ibuprofen, ibuprofen (advil), midazolam (midolam) and surgery (on (B)(6) 2016, plantiff underwent bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, uterine haemorrhage, urinary retention, vaginal haemorrhage, abdominal pain upper, pain in extremity, abdominal pain lower, pyrexia, hot flush, abdominal pain, pain, dyspareunia, heavy menstrual bleeding, iron deficiency anaemia, migraine, back pain, vulvovaginal pain, breast pain, vision blurred, intermenstrual bleeding, alopecia, dizziness, fatigue, feeling abnormal, arthralgia, dry skin, hypertrichosis, skin striae, feeling cold, skin odour abnormal, umbilical discharge, depression, anxiety, nausea, anorgasmia, headache, irritability, hypersomnia, muscle spasms, mood swings, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anorgasmia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, feeling cold, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersomnia, hypertrichosis, intermenstrual bleeding, iron deficiency anaemia, irritability, migraine, mood swings, muscle spasms, nausea, pain, pain in extremity, pelvic pain, pyrexia, skin odour abnormal, skin striae, umbilical discharge, urinary retention, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased and weight loss poor to be related to essure. The reporter commented: 1st device loaded through operating channel of hysteroscope, and inserted into the l tubal ostia. Trailing coils in uterus: 3. 2nd device loaded through operating channel of hysteroscope, and inserted into the r tubal calla. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed satisfactory placement of both essure co; on (B)(6) 2013: total bilateral occlusion. (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure0 coils and full occlusion of both tubes. On (B)(6) 2016 - ultrasound, pelvic transvaginal - findings - the bowel gas pattern is nonspecific. No evidence of obstruction. No abnormal calcifications are noted. No free air is seen. The osseous structures are unremarkable. The lung bases are clear. There is a small amount of retained stool in the upper right colon. Bilateral essure implants are noted in a similar configuration in the left and right side of the pelvis. Impression - normal radiographic exam of the abdomen. Concerning the injuries reported in this case, the following one were reported via medical record confirming events abnormal vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or physician is not possible. Most recent follow-up information incorporated above includes: on 20-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5035594) on 09-may-2014. The most recent information was received on 13-jul-2017. This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority in united states on 09-may-2014 who had essure (fallopian tube occlusion insert) inserted for female sterilization and experienced pelvic pain (concerned if the coils had shifted because she felt stabbing pains / chronic pelvic pain). No information given on consumer history, past drugs and concurrent conditions. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion inserts) inserted. On an unknown date, the patient experienced pelvic pain (concerned if the coils had shifted because she felt stabbing pains / chronic pelvic pain) (seriousness criteria medically significant and intervention required), uterine hemorrhage(the emergency room gave medicine to stop the uterine bleeding,)uterine retention (I can't get all my pee out when using the restroom, ) genital hemorrhage (heavy bleeding). Vaginal bleeding for 2 weeks, stomach pains/ stomach aches in my sides, leg pains/leg pain, cramping, fevers, hot flashes, heat flushes, abdominal pain like sharp shooting pains down my legs and up my stomach/ pain in her belly button and a little above it, abdominal pain like sharp shooting pains down my legs and up my stomach/ pains, heavy pains in her sides/ feeling lime - she is going to pass out having to sit down because her sides hurt so bad it hurts to walk/feel stabbing pains at time when I ben, I can't have sex, it hurts my side and lower back, blood clots during my periods /excessive and abnormal bleeding during menstruation, anemia - I can't keep iron, bad migraines, migraines every other day, dull backaches / back pain/ her lower back hurts so badly, gain (B)(6) in a month, still no results in weight loss, gain (B)(6) in a month, still no results in weight loss, vagina hurts and feels like its going to fall out, boob pain, changes in color - blurred vision, spotting between periods, hair falling out, dizziness, fatigue plain out exhaustion/fatigue, memory fog as if she was pregnant, shoulder pain like she tore a muscle, dry skin, hair body hair growth off the charts, stretch marks from being bloated, cold flashes, body odor changes in under arm perspiration, clear stinky discharge from her belly button, depression, anxiety, nausea, could not have an orgasm so another reason, basically given up sex with her fiancé, headaches, headaches low grade levels, irritability, she sleeps for 12 hours a day when she is on her period, back spasms, mood swings. The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent salpingectomy). At the time of the report, the outcome for all the above events was unknown. The reporter considered all the events to be related to essure. Correction 09-jun-2014 following company internal coding review: the event "I can't get all my pee out when using the restroom" was recoded to meddra llt " bladder disorder". Correction 30-jun-2014 following company internal coding review: the event "I can't get all my pee out when using the restroom" was recoded to meddra llt "incomplete urination". Follow-up received on 26-aug-2015: consumer stated that she had essure implanted since (B)(6) 2012. She had her third child (B)(6) 2012. She had the essure procedure done thinking it was her best option as seeing she has 3 kids. Since the procedure she has had pains in her stomach at first she thought it was normal because she was given a steroid shot and she was given the birth control shot since she just had a baby. This device has given her nothing but problems. She has changed her diet, she worked out, she stopped eating junk food and still no results in weight loss. She used to wear a (B)(6) now she bloat up so badly she wear a (B)(6) in pants. She gained (B)(6) in a month. She went to the emergency room for heavy bleeding and pains. She has a constant poking stabbing twisting feeling in her sides. Her lower back hurts so badly. The doctors told her to take midol. She is currently taken advil but it only helps for a few hours she has these migraines every other day. When she is with her fiance and they try to be with each other and have sex, she got these rubber band snap headaches and heavy pains in her sides. She has boob pain, changes in color - blurred vision, irritability, migraines, lower back pains, headaches low grade levels, spotting between periods, hair falling out, heat flushes, dizziness, and fatigue plain out exhaustion. She sleeps for 12 hours a day when she is on her period. She has had back spasms, leg pain, pain in her belly button and a little above it and memory fog as if she was pregnant. Shoulder pain like she tore a muscle, dry skin and hair body hair growth off the charts, stretch marks from being bloated so much, cold flashes, body odor changes in under arm perspiration. She has changed deodorants shampoos. She got essure thinking it would be the best thing because it was hormone free at the time she had no one to take care of her and her kids and she did not want to go through surgery if she could get this done in 30 minutes. She wanted to spend time with her new son. She has missed out on a lot of things with her son and daughter's just because she is exhausted or getting up and feeling lime. She is going to pass out or having to sit down because her sides hurt so bad it hurts to walk. The only thing the doctor told her it was make of nickel and a small amount so it would not affect anything. She is a very active person and these last few years she has been a nightmare. She could not work out because she got this clear stinky discharge from her belly button and it hurts her body to do sit ups. This device has caused her depression and anxiety. She could see her family slipping away because she constantly hurt and medicine is not working. She just wants to be normal again and have her family. She sleeps on a couch so she is not lying flat on the bed and she is not sitting up the whole night because of stomach pain, side pain, back pain, dizziness and nausea. It was so bad that her fiance lifts her head up and she has to shove him away. She felt like she is about to puke. She could have him hug her because it hurts and he's afraid to hurt her. This is all driving her mad. Her body thinks it is pregnant going through menopause but she is only (B)(6) and she is not pregnant at all or going through menopause. She has vibrators just so she did not lose her desire and the vibration no matter what level irritates the coils. She could not have an orgasm so another reason she has basically given up sex with her fiance. She has been tested and the dye test said the coils were in place, she has no insurance. She currently has no job she tried getting women's medicare and they said no because she is sterile. Ptc investigation result received on 07-oct-2015. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 13-jul-2017: summons received the case is now potential legal. Reporter was added. Indication was added. New events "excessive and abnormal bleeding during menstruation, chronic pelvic pain, back pain, leg pain, and mood swings" and also lab test "hysterosalpingogram" were added. Product stop date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.